Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, leaflet thickening was indicated. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards learned that this patient with a bioprosthetic mitral valve, implanted for approximately 11 years and 11 months, underwent a valve-in-valve procedure due to severe mitral stenosis and moderate-to-severe mitral regurgitation. Pre-op tte showed leaflets that are thickened and motion is restricted. A tmvr was successfully performed with an edwards transcatheter valve. It was noted that two attempts were made at dc cardioversion of the patient from his chronic atrial fibrillation. Despite this and a bolus of amiodarone, they were not able to convert the patient to normal sinus rhythm. The patient tolerated the procedure well and was discharged on pod #1.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.